Manufacturer narrative:
Covidien reference: (B)(4). The tracheal tube received for evaluation was visually inspected, and functionally investigated. The customer reported cuff malfunction was not confirmed in the returned sample received. The manufacturing process was reviewed and found effective to detect the reported malfunction. The reported damage would have been detected during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during prior to use testing, the nurse observed that the tracheal tube cuff was leaking air. There was no patient involvement.